Event description:
During an endoscopic retrograde cholangiopancreatography [ercp] in the small bowel, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported [that] when attempting inflate the balloon to 5mm, the balloon started losing pressure. When the balloon was removed, it was noted to have a hole. There was not reportable information at this time. The device was received on 05mar2025 and it was determined that there were two breaks in the blue catheter exposing the purple tubing [subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report based on the condition of the returned device. The device was returned with the pre-loaded wire guide and the balloon deflated. During a visual examination, two breaks in the outer blue catheter were identified approximately 47.0cm to 48.2cm and 120.0cm to 120.5cm from the distal end of the white strain relief, exposing the purple catheter. No portion of the catheter or balloon material appears to be missing, and no other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report due to catheter breakage. A corrective action (CAPA) has been initiated to reduce occurrences of catheter cracking, splitting, or breaking for hbd-w devices. The product said to be involved is included in the scope of the corrective actions. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) has been initiated in an effort to reduce occurrences of this nature. Reference CAPA-00130. This product was manufactured prior to implementation of this corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.